Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their male, client, currently (B)(6), used fixodent denture adhesive, version unk cream 1 application, unspecified total daily use, from approx 1995 until last known use in 2011 and reported the following: profound and permanent neurological injuries, including, but not limited to, severe and permanent physical injuries. Health care professional was visited. Treatment included ongoing unspecified medical care and treatment. The case outcome was not recovered/not resolved. He discontinued use of the product. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.